Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. While attempting to treat the left circumflex (cx), the physician placed the 3.00x16mm taxus express2 drug eluting stent on the non-bsc wire and upon insertion, it froze on the wire. The physician was unable to advance forward or back. While trying to manipulate it, the mid to distal portion of the shaft fractured outside the pt. The wire and stent delivery sys were removed together. A new wire and taxus express2 stent of the same size were inserted and the procedure was successfully completed. There were no pt complications reported and the pt condition is noted as okay.

Manufacturer narrative:
Device analysis: the device has not been rec'd for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.